Manufacturer narrative:
Qn# (B)(4). The customer returned one 3-lumen cvc for evaluation. After the catheter failed functional testing, the proximal lumen was microscopically examined. Damage was identified in the proximal lumen. The damage was not smooth like a cut but instead rounded and slightly raised. The damage in the proximal lumen was located at 3 mm from the proximal luer hub. The inner diameter of the proximal lumen measured to be 0.057", or 1.4478 mm , which is within specifications of 1.42-1.50 mm per product drawing. The outer diameter of the proximal lumen measured to be 2.175 mm which is within specifications of 2.13-2.21 mm per product drawing. This indicates that the wall thickness measured within specifications. The returned sample was functionally tested in accordance with the instructions-for-use (IFU) provided with this kit. The IFU instructs the user, "flush each lumen with sterile normal saline for injection to establish patency and prime lumen(s)." Each lumen was flushed using a water-filled lab inventory syringe. When the proximal lumen was flushed, water leaked from the cut in the lumen. All other lumens flushed as expected. Manufacturing was contacted and they determined that the defect was not manufacturing related but likely related to the extension line being clamped. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. The IFU provided with this kit warns the user, "do not secure, staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations." The customer report of an extension line leak was confirmed by complaint investigation of the returned sample. The proximal lumen contained damage that caused the lumen to leak when functionally tested. A device history record review was performed based on sales history, and no relevant findings were identified. Based on the condition of the sample received and feedback from manufacturing, the likely root cause of this failure is unintentional user error. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
The complaint is reported as: "the luer-lock connection had leaking issue after using for 12 days." The device was removed and replaced. No patient harm reported.

Manufacturer narrative:
(B)(4).

Event description:
The complaint is reported as: "the luer-lock connection had leaking issue after using for 12 days." The device was removed and replaced. No patient harm reported.